Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) exhibited oversensing; stored electrograms show normal sinus rhythm or atrial fibrillation, but r-r intervals measured by the ICD show a fast rhythm.